Event description:
Customer reported that no reactivity was observed with 3ss992 and a patient sample with an anti-kell. Testing was performed using both peg and liss. Testing was performed to confirm the presence of the anti-kell. No erroneous results were reported. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ocd performed retained testing of 3ss992. Satisfactory results were observed.